Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The pump supplies were changed to resolve the occlusion alarm. The customer's blood glucose (bg) level was 244mg/dl and a correction bolus was administered to address the bg level. The customer stated that their bg levels stabilized after the occlusion alarm was cleared. As the occlusion alarm had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusion.